Manufacturer narrative:
The returned product was inspected and found to have thrombus and biomaterial. The data logs did not pertain to the failure mode. The root cause of the leg ischemia was most likely inadequate anticoagulation resulting in thrombosis and the necessary interventions to treat the limb. Per the IFU: "after insertion of the catheter (and until explant), act should be maintained at 160 to 180 seconds." In this patient support the act was below the recommended range throughout the case. The failure mode will be monitored and trended.

Event description:
A patient presented to the outside hospital and was transferred to the tertiary medical facility for escalation of care. An impella pump was placed via the right femoral artery for hemodynamic support. Three days later the team added va-ECMO for additional support and due to possible acute respiratory distress. After seven days of support the impella limb showed signs of ischemia. The impella was explanted and upon observation of the pump there was thrombus visualized. The team performed a 4 compartment fasciotomy of the limb and thromboendarterectomy.